Event description:
It was reported to philips that the allura device did not initiate x-ray when the footswitch was pressed. The device was restarted, and x-rays were then unavailable. No patient harm was reported. A philips engineer visited site and identified that the wireless footswitch was intermittently failing. A wired footswitch was connected and the device was returned to expected operation.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system on site and replaced the wireless foot pedal, which resolved the problem. Based on the available information, it is concluded that there was a connection problem between the wireless footswitch and wireless base station. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a medical device correction by providing customers with a medical device correction (z-2485-2023). The codes were updated based on the investigation outcome.